Event description:
It was reported that during treatment of a lesion in the right distal great saphenous vein with the closurefast catheter, the catheter was not responding or recognized, and an error message was displayed stating - the connected device is not supported. Please connect another device. The rfg was power-cycled, but the error remained. A second catheter was attempted with the same rfg and was successful. Four segments were treated, and the vein closed successfully using a new device. No patient complications have been reported as a result of this event. When the device was returned for analysis it was noted that the coil was exposed.

Manufacturer narrative:
Product analysis lot number # (B)(4). Was additionally confirmed on the device catheter label which matches lot# in the complaint file. No ancillary devices or images were returned with the device. Damage was noted along the heating coil/element. Microscopic examination revealed peeling/ bubbling of the fep layer of the heating element/coil. This examination also revealed the heating element/coil of the device was exposed. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight. No anomalies were noted along the catheter shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.